Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became increasingly unresponsive but the pump remained functional. Customer's blood glucose (bg) level reached 311 mg/dl. Reportedly, elevated bg level was unrelated to pump or supplies; however, customer declined to provide the cause or perform troubleshooting. Customer continued use of the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Functional testing was performed and no failure was identified related to the high blood glucose issue.